Event description:
Caller reported an alarm 2 due to recurring occlusion issues, with the most recent event occurring on august 25, 2025. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or read as ¿high¿ on the cgm. Customer resolved the occlusions by filling tubing until the issue was resolved and then resumed insulin administration, declining further assistance from cts. Case was subsequently closed.